Event description:
It was reported that there was excessive damage to the modular cable. There was no patient impact, and no log files were collected. The modular cable exchange was exchanged and would not return.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo confirmed the reported damage to outer jacket of the modular cable. A specific cause for the damage could not be conclusively determined through this investigation. The customer submitted one photo for analysis. The submitted photo showed the modular cable with a breach to the outer jacket. Bunching of the outer jacket was also noted in the area. The condition of the outer jacket underneath the tape could not be determined through analysis of the submitted photograph. The relevant sections of the device history records for the modular cable, lot number: 7767171, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and patient handbook, rev. A is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". No further information was provided. The manufacturer is closing the file on this event.